Manufacturer narrative:
The device was returned and investigated. Returned device analysis could not confirm the reported difficult to open or close (gripper actuation - single) as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. It is possible that the user technique contributed to the reported issue, but this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation has not yet been completed. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the mitraclip delivery system (cds) one of the gripper arms did not lower. There was no patient involvement, the cds was not used and was replaced. There was no clinically significant delay during the procedure. No additional information was provided.